Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email of being hospitalized 12 times in 2015 for diabetic ketoacidosis and that glucagon injections were needed. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that they do not need a follow up call.